Event description:
Ambulance personnel were attending to a patient in acode situation. It was reported that the defibrillation electrodes were placed on the pt; however, when an attempt was made at connecting the defibrillation cable to the electrodes, the cable would not stay attached. The pt was monitored using the 3 lead cable and transported to the hospital. There were not adverse effects to the pt as a result of the alleged malfunction.